Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the AED was also reporting replace battery pack now. Further analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. As a follow up with the customer, the proper maintenance of this device was reviewed.